Event description:
Customer reported that the wake button of their pump was sticking and unresponsive. There was no adverse impact to the customer's blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.